Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that a cutter was stuck in the device and therefore the device failed the lock operation and cutter insertion tests. It was noted that pretest could not be completed on this device due to the stuck cutter. Therefore, the reported condition was confirmed. During repair it was also observed that the tip (foot) was drilled into, the bearings were corroded and worn out, and that the cutter shaft had markings on it. It was determined that the cutter being stuck was due to worn out and loose bearings. It was determined that the bearings are no longer in axial alignment-not allowing the cutter to be removed. The assignable root cause of the worn bearings was determined to be due to normal use and servicing over time. It was further determined that the drilled tip (foot) was due to a failure to follow the directions for use (dfu). The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that a cutter device was stuck in the craniotome device and the craniotome device would not lock onto the motor device. During repair it was also observed that the tip (foot) of the craniotome device was drilled into, the bearings were corroded and worn out, and the cutter shaft had markings on it. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.